Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode tip has been detached/eroded from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation could not be generated on the remaining portions of the electrode. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an unlabeled image shows a foreign object in the patient¿s body. Based on the limited information provided, a procedural variance could not be ruled out. The instructions for use (IFU) advise users to periodically check the wand tip to ensure the electrode is intact and functioning correctly. If the electrode is found to be damaged, use should be discontinued, and the joint cavity should be examined appropriately. This device is designed as an externally communicating tool and has not been approved for long-term tissue exposure; therefore, there is no available data on long-term implantation. The provided x-ray confirmed that the retained tip was unsecured within the patient. However, we cannot determine the impact of this non-implantable foreign body. We cannot dismiss the risk of micro-motion, migration, or potential local irritation and discomfort the root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that could have contributed to the failure include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the electrode tip of the super multivac wand fell off inside the patient's body and it was not retrieved from the body. Surgery was completed with a back-up device instead. There was a 30 minute surgical delay, and no further complications were reported.

Event description:
It was reported that, during an arthroscopic procedure, the electrode tip fell off inside the patient's body and it was not retrieved from the body. Surgery was completed with a back-up device instead. There was a 30 minute surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.